Event description:
It was reported that during a da vinci nephrectomy procedure, the surgical staff indicated that the image was fuzzy. On (B)(4) 2014, an intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site. The fse was able to resolve the fuzzy image issue by replacing the camera head. The fse then tested the da vinci system and verified that it was ready for use. According to the fse, the da vinci nephrectomy procedure was converted to open surgery due to the vision issue. On (B)(4) 2014, isi contacted the initial reporter of this complaint and obtained additional information regarding the reported event. According to the initial reporter, the reported vision issue was first observed at the beginning of the planned da vinci nephrectomy procedure when the surgeon sat down at the surgeon side console (ssc). Due to the vision issue, the surgical staff contacted their isi clinical sales representative (csr) for assistance. The surgeon then made the decision to convert the da vinci nephrectomy procedure to open surgical techniques. The initial reporter stated that the open surgery was completed successfully and no post-operative complications were reported. She also indicated that the image issue was resolved after the fse replaced the camera head.

Manufacturer narrative:
The camera head was returned and evaluated. Failure analysis investigation was unable to replicate the reported customer failure mode. Failure analysis investigation noted that mechanical shock resulted in damaged housing components. The camera head was repaired. This complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci surgical procedure to open surgical techniques after encountering a vision issue with the da vinci system.